Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy using the davinci system, the device couldn't be opened. The device was never fired. Another device of the same product code was used to complete the procedure. No pt consequence reported.